Event description:
It was reported that during set up for a procedure the e-sep pencil activated unintentionally. There were no adverse consequences or medical intervention reported.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.